Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirms hyperglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. A g7 sensor failed alarm occurred at 3:58 pm (see der for details regarding time discrepancy) and a new sensor session warm-up period ended about 5 hours later at 9:00 pm. During this time, insulin delivery was suspended, and no bg readings were entered to remain in bg-run mode. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by failure to enter bg values and restore cgm connection when required by bg-run mode resulting in prolonged insulin suspension and failure to follow the ketone action plan and replace the infusion set or resort to alternate therapy when experiencing prolonged hyperglycemia. A site change was eventually performed; however, based on case notes, the cannula was kinked likely increasing the severity of hyperglycemia. Alerts were noted to be intermittently acknowledged which may have also contributed to the severity of this event. The user's ilet was factory reset and they received re-training from their hcp.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2024 an ilet user's son reported the user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on (B)(6) 2024. The event began the evening of (B)(6) 2024 when the user accidentally dislodged their dexcom g7 continuous glucose monitor (cgm) sensor, resulting in no bg readings. The user did not manually input bg levels into their ilet system, and their bg remained elevated overnight. The next morning, the user's caregiver observed persistent hyperglycemia, performed an infusion set site change, and identified a bent cannula with insulin leakage. After pairing a new sensor at 12 pm pst, bg levels were 476 mg/dl and later rose to 497 mg/dl. The user began vomiting and was taken to the ER, where they were diagnosed with dka and admitted until (B)(6) 2024. Treatment included IV fluids and insulin. A factory reset of the ilet was performed post-discharge, and the user resumed using the system.